Manufacturer narrative:
(B)(4).

Event description:
A supplemental report is needed for a correction to the reporter's name.

Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to complete a data transfer. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.